Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The target lesion was located in the "y" of the left anterior descending (lad) and diagonal (dx). The physician pre dilated the lesion with a quantum 2.0 balloon. He then placed a taxus express2 8.8% 2.50 x 12 mm drug eluting stent in the lad and dx and simultaneously inflated both stents with one inflation (kissing balloon technique). The physician tried to remove the balloon from the lad and it would not come out. He dilated down to zero and pulled a neutral. He pulled hard but was not able to remove the balloon. The physician then removed the dx balloon without difficulty. He went back to the lad balloon and inflated to below nominal atms and deflated and was able to pull the balloon out. There were no reported pt complications or injuries. The pt's status is reported as good.